Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the tip of the permanent cautery hook instrument broke off and a x-ray was performed to help search for the broken fragment.

Event description:
It was reported that during a da vinci single-site cholecystectomy procedure, the tip of the permanent cautery hook instrument broke off and fell into the patient. X-rays were performed; however, the broken instrument tip was not found. The surgeon then made the decision to convert the da vinci cholecystectomy procedure to traditional laparoscopic techniques. The broken instrument tip was then found and retrieved. At the time the event occurred, the permanent cautery hook instrument was installed on patient side manipulator (psm) 2. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. No instrument collisions were reported to have occurred during the surgical procedure.